Event description:
Arterial dissection treated with cutdown. It was reported that during placement of the graft, there was a failure to seal on the superior attachment that was successfully resolved with another co's cuff. The left common iliac attachment was narrow and a balloon was inflated to increase the size resulting in an arterial dissection. The dissection was treated using another co's graft through a retroperitoneal cutdown procedure. The graft was successfully implanted.